Event description:
I have a philips dreamstation CPAP. After each use, I've noticed constant headache, some dizziness, coughing constant through out the night into the morning. FDA safety report ID # (B)(4).